Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (61 mg/dl). Reportedly, the customer bolused for more carbohydrates then what was consumed. Customer ate a candy bar to stabilize blood glucose levels.